Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log confirms that the device never discharged on the event data. The activity log indicates that the device never attempted to charge. There is no evidence to support that the shock received by the patient and the operator originated from the rseries device. Review of the onestep electrodes found some hair and foreign material adhering to the electrodes. The high voltage wires, cable and connector were inspected with no damages observed. There is no evidence or signatures we would expect to see from the electrodes if a discharge had been delivered. The electrodes were fully evaluated with no discrepancies noted. The evidence/communication gathered supports that this report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while monitoring a male patient (age unknown), during implantable pace maker installation, the device inappropriately delivered energy to the patient and a nurse via onestep complete electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. However, the nurse was sent to the ER for evaluation and was reported to be stable.